Manufacturer narrative:
The device had the cannula assembly undeployed. Downloaded data shows the pod was deactivated after running 47 pulses, which were first prime pulses. It follows that the cannula assembly is in the appropriate state for this situation - undeployed, because the device did not complete the second priming sequence. The needle mechanism was reset and found to deploy properly. No deficiencies were found that would prevent the activation of this device. No damages or defects were observed that would result in a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula was visible outside of the pod before the pod had been activated, this suggests a needle mechanism failure. The pod was not worn. No impact to the patient's blood glucose levels was reported. Case 2 of 3 (related cases: (B)(4).

Manufacturer narrative:
The initial report was submitted with incorrect product reference information, the following fields have now been updated with the correct information; d4 - lot #, d4 - serial #, d4 - primary UDI number, d4 - expiration date and h4 - device MFR date.